Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient wanted a manufacturer representative (rep) to look at his stimulator. The patient explained that he has two implants, one on each side, for his neck. The patient reported that the right stimulator does not seem to be working. The patient said it started to bother him just a little bit maybe two weeks ago. The patient reported it is deteriorated because his neck was hurting him. Besides the constant pain, "it bangs him." The patient said this started maybe 3 weeks ago. The patient reported his neck has been getting worse in the last 3 days. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the device not working meant that there was a therapy issue and the patient was not getting adequate coverage. The rep reprogrammed the device and explained to the patient that these leads were placed under the skin and would feel different then his other stimulation. The issue was reported to be resolved. No further complications were reported.